Event description:
The customer received questionable testosterone results for one patient sample. The initial result was 115.9 ng/dl with a data flag and was reported outside the laboratory. The doctor felt the result for testosterone was not accurate so the sample was sent to another laboratory to be run on the lc mass spec. The testosterone result was 17 ng/dl. On (B)(6) 2012, the same sample was tested again on the original analyzer and the result was 112 ng/dl with a data flag. The result of 17 ng/dl was considered to be correct. The patient was not adversely affected. The testosterone reagent lot number was 16677702 with an expiration date of 11/30/2012. The field service representative was unable to determine a cause. He determined the equipment met specifications.

Manufacturer narrative:
The patient sample in question was submitted for investigation. It was found the elevated testosterone result for this patient sample was due to cross-reactivity with norethisterone in the range of 10-20 ng/ml.

Manufacturer narrative:
.